Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was difficult advancing the white tamper of a 5f mynxgrip vascular closure device (vcd) because of a crack of the outer black tube. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in sterile field and stored as per labeling. The device was used for closure of the right femoral artery, using proper steps the user is mynx certified. A 6f sheath was used via right femoral access. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not morbidly obese. The device will be returned for evaluation.

Manufacturer narrative:
As reported, there was difficulty advancing the white tamper of a 5f mynxgrip vascular closure device (vcd) because of a crack of the outer black tube. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in sterile field and stored as per labeling. The device was used for closure of the right femoral artery, using proper steps the user is mynx certified. A 6f sheath was used via right femoral access. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not morbidly obese. The device will be returned for evaluation. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was observed in an exposed condition already removed from the unit. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An attempt to perform a deployment simulation was conducted; however, the evaluation could not be fully completed per the IFU of this device, as the unit was received without a sealant available for deployment and with the advancer tube removed. Nevertheless, the shuttle advancement mechanism was independently evaluated, and no functional issues were observed. An additional test was performed by holding the unit vertically by the handle with the shuttle engaged. It was observed that gravitational force did not promote disengagement of the shuttle from the handle. Additionally, slit presence was confirmed on the outer cartridge of the evaluated unit. The reported ¿shuttle advancement issue¿ could not be verified during analysis as no anomalies were observed on the returned device, and the shuttle was engaged to the black handle as expected and the sealant was deployed. The cause of the shuttle advancement issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the information provided nor product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.